Event description:
(B)(4). I was implanted on (B)(6) 2014 and I was in pain after the implant but after two weeks I went into severe pain in my stomach and pelvic area that I couldn't get out of bed. I took pain medication and nothing after that I started to have headaches every single day to the point that it was consistent no meds were working nothing after that other things started to begin. My nightmare was beginning my eyes would cross on their own and make me dizzy, tingling in my finger tips, severe pain when I stand for longer than 10 minutes I would get pain in my hips and tailbone area so bad I had to quit my job. Then also started getting what felt like electric shocks im my left side of head, I get nauseous, I have such pain during my menstrual that I ball up, my tubes even hurt, I gained weight, my hair falls, I get bumps over my skin and am itchy, I get itchy scalp so bad. When I first got essure I can tell my body was off and even the smell. I am not supposed to get pregnant because I almost died in 2013 with my son's birth now I buy tests every month because if I do get pregnant I have to terminate and I'm such a strong voice for not terminating babies so in that event I wouldn't I would choose the baby over me. But I have side effects everyday no energy left I have unexplained bruising on my body esp feet everything its a total mess. Chest pain, hospital visits